Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 37" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that the facility's biomed department was unable to duplicate the reported malfunction.